Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was experiencing high blood glucose levels. The customer's blood glucose was 400 mg/dl. The customer treated the high blood glucose with a manual injection. The customer's mother explained that the customer experienced an insertion site issue. The customer's mother did not perform any troubleshooting. The mother stated that she had already filled a new reservoir and primed the tubing. The mother was able to see insulin coming out. The customer's insulin pump passed the self test as well. The customer's mother agreed that the insulin pump was working as designed. The customer did not return the product for analysis.